Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported the patient was hospitalized for two unrelated indications. The patient was treated with vancomycin injection (1gm, once in 5 days, intraperitoneal, discontinued) and amikacin injection (100mg, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.